Event description:
It was reported that the rn was responding to the device alarming air-in-line during an infusion of pitocin infusing at a rate of 3mu/hour. The rn disconnected the tubing set from the patient to prime more fluids through the line to remove the air. The nurse then reconnected the tubing set and restarted the infusion. The rn immediately noticed that the device delivered the pitocin at a bolus rate and did not alarm. The nurse immediately stopped the infusion and disconnected it from the patient. The patient had an epidural in place and was sleeping throughout the event. On tracing the patient, it was noted that the patient experienced uterine tachysystole that occurred for less than 10 minutes. The fetal heart rate tracing was category 1.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Devices sent to 3rd party biomed.

Event description:
It was reported that the rn was responding to the device alarming air-in-line during an infusion of pitocin infusing at a rate of 3mu/hour. The rn disconnected the tubing set from the patient to prime more fluids through the line to remove the air. The nurse then reconnected the tubing set and restarted the infusion. The rn immediately noticed that the device delivered the pitocin at a bolus rate and did not alarm. The nurse immediately stopped the infusion and disconnected it from the patient. The patient had an epidural in place and was sleeping throughout the event. On tracing the patient, it was noted that the patient experienced uterine tachysystole that occurred for less than 10 minutes. The fetal heart rate tracing was category 1.